Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was being used as an accessory device for the treatment of a type ia endoleak in another manufacturer's stent graft system in a 68mm abdominal aortic aneurysm. During the index procedure, it was reported that the 9th endoanchor deflected while trying to deploy, no action was taken as a result of this event. No clinical sequalae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.